Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer pfo occluder was chosen for implant using a 9f amplatzer torqvue delivery system. The patient was under conscious sedation. During procedure, the delivery system was put into the body. After the sheath entered the body, the inner core was withdrawn. The amplatzer pfo occluder was loaded. The outer sheath was connected to the syringe to contain physiological saline. The connectors were all tightly connected. When the syringe was withdrawn, air leakage was found in the sheath. No air was visualized in the patient. The physician believed that the sheath connection was not air tight. The guidewire was exchanged. The delivery system was replaced with another 9f amplatzer torqvue delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
An event of air leakage was found in the sheath could not be confirmed. The device was returned to abbott, and the delivery cable was inserted through the hemostasis valve and tightened. A syringe was attached to the stopcock, the components were submerged, and then were flushed with water to remove the air. The loader was then connected to the sheath and flushed with water and examined. No bubbles or leaks were found. Then entire delivery system was submerged in water again and flushed with air to check for leaks, and no leaks were found in any connections. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.